Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the lead was unable to be inserted into the sheath. The lead and sheath were removed and replaced. No patient complications have been reported as a result of this event.